Event description:
On (B)(6), 2010, a report was received from (B)(6) of a possible bloodline tubing kink on the arterial line on the bvm combiset bloodline. Additional information received on october 15, 2010, reported that the incident occurred while a patient was receiving hemodialysis treatment when a nurse noticed that the arterial line was kinked (bent) as it exited the blood volume module (bvm) on the machine. The nurse then taped the line to prevent the kinking. Although there was patient involvement there was no injury to the patient and no medical intervention required.

Manufacturer narrative:
(B)(4). The manufacturer is reviewing the design history file and manufacturing records for this product. In addition the manufacturer has made visits to this customer facility to observe the clinical practice and collect additional information that will be helpful to the investigation. The investigation is currently ongoing and a root cause has not been determined at this time.